Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 56 mg/dl. The customer stated that the numbers kept ramping up without stopping. Customer does not recall any signficant events leading to the keypad issues. The customer was advised to disconnect to the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers on display anomaly noted. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.